Event description:
It was reported that a revision surgery was needed to replace fortify core that lost height post operatively. This event occurred in australia.

Manufacturer narrative:
The device was available for evaluation. The fortify expandable corpectomy spacer was implanted on (B)(6) 2024. Following the surgery the patient had some falls. The implant was able to expand and collapse with inserter attached. The expansion gear would not turn when manually twisted, indicating that the internal lock was engaging once again. The height loss was noticed in the three-month post-operative image showing signs of the implant losing height. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
This device was unavailable for evaluation, therefore the resources used for this analysis were limited to the post-operative image, the three-month post-operative image, and the reported issue description above. Comparing the two images, the extending cylinder height on the three-month, post-operative x-ray is less in comparison to the immediate post-operative image. This is indicative of a potential collapse. No additional information is known of this issue and therefore, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace fortify core that lost height post operatively. This event occurred in australia.